Manufacturer narrative:
(B)(6). Occupation: pharmaceutical chemistry, pharmaceutical service complaint record ID(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.

Event description:
It was reported that the patient had been admitted to the facility on (B)(6) 2022 in poor general condition. Patient had described episodes of chest pain the past week. Patient was presenting with hypotension, desaturation, and signs of respiratory distress compatible with cardiogenic shock and pulmonary edema. Mechanical ventilatory support and vasopressor support, achieving mat >65 mmhg was required. Urgent primary percutaneous coronary intervention (pci) was considered. The patient was admitted to hemodynamics, where it was determined which patient had vascular disease with severe calcification compromise in the aortoiliac segment. Patient with coronary anatomy not susceptible to any percutaneous coronary intervention, for which an intra-aortic balloon (iab) was inserted in search of hemodynamic stability. On (B)(6) 2023, loss of pressure sensing was reported in the clinical history, for which reason the hemodynamic service was requested. After evaluating the medical device, no signs of perforation were seen. Later, the treating service reports that the iab presents blood return through the cannulation probe, so it was decided to be removed due to rupture. Due to the pathology and symptoms of the patient, the treating service considers the need for mechanical support through iab therapy to be a priority, given the high risk of unfavorable outcomes during the pre-surgical procedure for the management of pulmonary edema. On (B)(6) 2023, the patient underwent surgery by the hemodynamic service to insert a new iab. The new iab was implanted in the left femoral artery and carried out without complications. On (B)(6) 2023, the infirmary reports a disoriented patient who, despite sedation, medical management for delirium, and therapeutic containment measures, performs iab displacement, which must be repositioned by the doctor on duty. On (B)(6) 2023, the infirmary reports a persistent autofill failure alarm, for which reason they consider that the device is dysfunctional and order its removal. Patient currently remains hospitalized, conscious, alert and in a better state of orientation. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00129.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).